Event description:
It was reported there was a motor stall confirmed in the event logs with no motor stall recovery recorded. The pump was refilled the day before and on the date of the report the patient was in the health care provider¿s (hcp) office with the pump alarming. The motor stall occurred (B)(6) 2014 and no MRI occurred that day. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information was received and it was reported that at the patient¿s last refill in (B)(6) of 2014, she ¿felt strange¿. As of the date of this report, the pump was alarming. The patient was hearing a two-toned alarm. The patient started hearing the alarm about 6 weeks ago. The patient was in pain; the patient stated that she was always in pain. The pain got worse and more intense 6 weeks ago. The patient¿s muscles were, so tight that she was having constant trembles. The patient wanted her pump replaced as soon as possible.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was going through withdrawal off and on and the pump logs showed motor stalls and recoveries. The patient had a "defective product." It was noted the patient was always in pain. At the time of the report the pump was being used to deliver fentanyl, but it was not reported whatwas in the pump at the time of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. The initial MDR was filed as MFR report # 3007566237-2014-00913. Additional review indicated the correct manufacturing site is # 3004209178.

Event description:
Additional information: the pump had stalled and restarted, multiple times. Patient had not decided as of the date of this report what she wanted to do, remove and replace vs. Remove or just let the pump stop and restart. Patient was but scheduled for a "procedure" on (B)(6) 2014. The drug in the pump was dilaudid.